Event description:
It was reported that there was a loss of motor functions as the cpu cable was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.